Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -01.75 diopter , implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. Excessive vault was observed, reportedly the lens will be removed and exchanged. The lens remains implanted. Cause of the event is reported as patient related factor. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device manufacture date 19-mar-2010 should be corrected to 19-mar-2019 in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
Adverse event or product problem: should be corrected to adverse event in initial medwatch report. Outcomes attributed to adverse event: required intervention should be selected. Event description: the lens was exchanged on (B)(6) 2019. One day post surgery patient condition is fine. Bcva is 20/20. Explant date: explanted date should be (B)(6) 2019. Type of reportable event: should be corrected to serious injury. (B)(4). Claim#: (B)(4).